Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. During the interrogation of the pacemaker, radiofrequency (rf) telemetry was in telemetry lockout and inductive telemetry issue was observed with the interrogation time being longer than usual and caused a diagnostic issue. No intervention was performed. The patient had no adverse consequences.